Manufacturer narrative:
(B)(4). The device and retractor were returned. The lower (smooth) ring of the retractor was not attached to the body of the retractor. No abnormal visual findings were noted on the seal cap. The retractor was returned torn. Due to the condition of the returned device no functional testing could be performed. The reported incident was confirmed however how the damage occurred could not be ascertained. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at the end of the case, the device tore and fell apart into the patient. The bottom half was removed through the trocar. They had completed the procedure at this point. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Anticipated, but unavailable at this time.